Event description:
It was reported troubleshooting revealed anomalous ams episodes. The atrial lead was picking up far r-wave amplitude from backup pulses that were delivered during an lv capconfirm test. The far r-wave was sensed approximately 10-20 ms after the end of pvab. Extending the pvab was recommended to cover the far-field signal. No further information is available.

Manufacturer narrative:
(B)(4).